Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to bolus. The customer's blood glucose was 233 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer stated a cartridge would be reloaded onto the pump following the report.